Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Given the transient and brief change in presence of the twos, reprogramming changes were not suggested and were not made. The lead remains in use. No patient complications have been reported as a result of this event.